Event description:
The pt reported upon turning his pt programmer on, he experienced the programmer increasing to the maximum amplitude. The pt was able to turn the stimulation down to a comfortable setting. The issue was not resolved with replacing the batteries of th programmer. A replacement programmer was sent to the pt. F/u identified the replacement programmer resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.